Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of the minicap transfer set. This was observed when disconnecting from the drain bag after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in august 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.